Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(6). The investigation of the complained short handle has shown that the locking mechanism is indeed damaged, locking ball missing. Therefore the bayonet pin is not able to lock the chisel attachment in position. The exact cause of the damaged is unknown at this time. Manufacturing documents were reviewed and no complaint related issues were found. A CAPA determination request has been initiated. (B)(4).

Event description:
It was reported that the handle short with quick coupling stays blocked. This is report 1 of 1 for complaint (B)(4).